Event description:
(B)(6) 2012 I had allergan breast implants. About 2 months later I began having extremely sore joints, especially wrists, fingers, ankles and feet. I no have cramping in my right calf, muscle and foot. It is so bad that I only get very little sleep, and it is interrupted sleep at that. I do not know how to proceed at this point. I also get night sweats and sweats during the day which may or may not be part of menopause. I am very afraid and do not know where to go from here.